Manufacturer narrative:
Section h10: (h3) the revision reported was likely a combination of the following risk factors, as specified in the hhe, which led to prosthesis wear and subsequent metallosis: significant edge loading of the femoral head on the acetabular liner, being implanted with a lateralized liner, being implanted with the largest available femoral head and thinnest available acetabular liner for the corresponding acetabular cup, and being implanted with a polyethylene component that had a shelf age of greater than 2 years. H9: z-2112-2021; z-2113-2021; z-2114-2021; z-2115-2021; z-2116-2021; z-2117-2021; z-2118-2021; z-2119-2021; z-2120-2021; z-2121-2021; z-2122-2021; z-2123-2021; z-2124-2021; z-2125-2021; z-2126-2021; z-2127-2021; z-2128-2021; z-2129-2021; z-2130 thru 33-2021.

Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 yrs postop the initial ltha, this (B)(6) female patient presented with left hip pain and upon reexamination patient was found with severe superior poly wear. Exactech cup and liner was removed and depuy cup and liner was inserted. A new exactech head ball was placed on existing alteon stem. Patient was last known to be in stable condition following the event. The devices will not be returned for evaluation due to hospital kept devices.

Manufacturer narrative:
Concomitant medical products: integrip cc, cluster 50mm, g1 (cat# 186-01-50 / (B)(4)). Biolox delta femoral head 32mm od, -3.5mm (cat# 170-32-93 / (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.